Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted dense adhesions at the mesh site. He noted omentum adhesions densely adherent to a thick scar plate. The adhesions were taken down and prior mesh was removed. It was reported that the patient experienced severe pain, bowel issues and cramps in abdomen. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 09/01/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 8/31/2022.

Manufacturer narrative:
Date sent to the FDA: 7/21/2022. Additional b5 narrative: it was reported that the patient experienced abdominal pain following surgery.